Event description:
During an in-clinic follow-up, a rapid drop in battery depletion was observed on the device. The device had not delivered an elective replacement indicator during remote monitoring, and the device was unable to be interrogated in-clinic. The patient has previously been seen in-clinic in 2021 due to inappropriate shocks, which was addressed by reprogramming at the time. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The reported event of no radio frequency (rf) communication was confirmed and found to be normal for a device past end of life (eol) voltage. It is not a device malfunction. The reported event of inappropriate therapy could not be confirmed; review of device data revealed the device functioned normally according to its programming. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.